Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up lasted less than 2 hours. The sensor was inserted into the abdomen on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The reported allegation of the warm up lasted less than 2 hours is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.